Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the device was received within another MFR introducer sheath. The catheter shaft was broken proximal to the balloon bond and the balloon was damaged. The catheter shaft was supple. The edge of the introducer sheath was rough. The rough edge of the introducer sheath may have contributed to the balloon damage. However, since no further details regarding the circumstances surrounding this event were available, co is unable to determine the cause for the catheter shaft break. F11 - date MFR initially forwarded report to FDA.

Event description:
The catheter shaft fractured and detached insicde the pt during an aortic valvuloplasty via a femoral approach. During advancement of the balloon catheter, resistance was encountered. The balloon was immediately withdrawn. During withdrawal of the balloon through the sheath, the catheter shaft broke. Another femoral puncture was made on the opposite side of the access site and a snare was advanced for successful removal of teh catheter segment. The procedure was discontinued at that time. The pt's condition is good. No further details regarding the circumstances surrounding this event are available. The device has not been received. Therefore, no failure analysis was available. It was indicated resistance was encountered during advancement of the device which may have contributed to this event. However, without further details and without evaluating the device, co is unable to determine the cause for this event. No other complaints of this nature have been reported on this lot number.